Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A health professional reported that following a bilateral intraocular lens (iol) implant procedure, the patient's vision has dropped and iol opacification was noted. There are 2 reports for this event. This report is for the right eye.

Manufacturer narrative:
Product evaluation: the product was not returned. The provided photos were reviewed by medical safety. Six photos were provided for the right eye. The right eye photos all show a thin slit-lamp beam directly illuminating the iol. Five of the photos use low magnification and 1 photo uses medium magnification. A segmental (mostly in the nasal region with some encroachment in the center), amorphous area of cloudiness is observed near the plane of the iol. Given the view it is difficult to determine whether this observation is on the front or back surface of the iol. The rest of the iol outside of this segmental area appears clear. Root cause: the product investigation could not identify a root cause for the reported visual issues. Review of the provided photos shows a segmental (mostly in the nasal region with some encroachment in the center), amorphous area of cloudiness near the plane of the iol. Given the view, it is difficult to determine whether this observation is on the front or back surface of the iol. The rest of the iol outside of this segmental area appears clear. No determination can be made from the provided photos. The manufacturer internal reference number is: (B)(4).